Event description:
The complainant reported that the patient was experiencing oozing from the access site of the impella cp and there was a significant drop in hemoglobin. The physician had already tightened the preclose but oozing continued. A decision was therefore made to remove the impella cp. During the removal, the patient started to require neo and epi boluses. Intra-aortic balloon pump (iabp) was placed. Code blue called and patient expired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
It is unknown if the device was related to the patient's death.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Clinical details states that that the patient's activated coagulation time (act) was prolonged. Therefore, the root cause of the access site bleed was most likely due to improper anticoagulation management. Section b5: information was inadvertently left out in the inital report which has been added to this report.